Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and low pacing impedance were not confirmed. Final analysis found that as received a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.